Manufacturer narrative:
(B)(4).

Event description:
It was reported that low level, high frequency noise that was oversensing was observed that via reviewed of egm. A possibility of myopotential oversensing was noted, and it was recommended to test with deep cough along with programming changes. Patient will be monitored with routine follow-up.